Manufacturer narrative:
Bausch & lomb is unable to complete an investigation of this specific complaint since no product was returned and no lot number was provided. However, bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation was that renu multiplus formula is effective, meets all performance criteria and no causal factor is identified with the reported event.

Event description:
A female patient who used renu multiplus multi-purpose solution reported that in 2005 she woke up experiencing bilateral ocular pain, redness, swelling and blurred vision. She went to the hospital and was referred to an ear, nose and throat specialist. A CT scan ruled out a sinus infection. Then the patient began to experience a fever. She was then referred to an ophthalmologist. He noted that the patient had broken blood vessels in her eyes and a bruised cheekbone. He suspected that she had a fungal infection. He swabbed her eyes and prescribed the patient fluorometholone. The patient noted that in the mornings when she woke up, her eyes oozed a yellow film. She used renu multiplus multi-purpose solution to rinse her eyes. Two months later, the patient went back to her ophthalmologist. He told her that she still had the virus in her eyes. As of 2006, the patient wears prescription sunglasses. Additionally, she reported that she continued to experience eye discomfort and blurry vision.